Event description:
It was reported that patient experienced high blood glucose event on (b)(6) 2026 and it was treated with manual injection.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient country: Colombia.Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CAPost office or Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.